Event description:
The reporter stated that the up arrow keypad button was unresponsive. The reporter also indicated that the patient does not clean the pump and that she wears the pump in a pocket in a case.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the up arrow and down arrow buttons were intermittently responsive, more force and multiple button presses were required on the keypad in order to elicit a response on the keypad. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.